Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Investigation revealed available logs did not find any errors that are relevant to the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Section d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Section e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Sections g5 and g7 are not applicable. Section h10 is blank as there are no related report numbers.

Event description:
A patient in a study underwent an ion lung biopsy. On a post-procedure chest x-ray, a moderate right-sided pneumothorax was identified; the patient experienced dyspnea. A 14 french chest tube was inserted at the bedside and placed on water seal for less than 24 hours. The event was reported as resolved the next day the target lesion was of the right lower lobe and measured 7 x 6 x 7 mm. The distance from the nearest pleura was 3.6 mm and the distance from the nearest major blood vessel was 1 mm. Tools used were 21g flexision needle, 23g flexision needle, cryoprobe - 1.1 mm, cytology brush, and bronchoalveolar lavage (bal). The procedure time was 50 minutes and was completed utilizing ion; there were no device malfunctions. Discharge occurred one day after the boipsy. The study investigator reported the event as not a serious adverse event (sae), a ctcae grade 2, definitely related to the ion procedure, but not related to the ion system and not related to the patient's pre-existing condition(s).